Event description:
During a lap chole with dr.; the facility reported a fire in or. Monopolar cable sparked while being used with item dissectors. Cable snapped, at the wire, just before the plug, on the end that plugs into the electrosurgical unit. Cord sparked, end of cord fell down and hit a drape, there was a moment of fire flare up, which was quickly put out. The burn hole in the drape is not bigger than thumb nail. Patient and facility personnel were not injured. Case was extended, due to the incident. Exact time is unknown.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation. As noted in event description, aesculap device dissector 5mm 310mm, was in use when the event occurred. It has been determined that the dissectors did not contribute to or cause the reported event. Aesculap, inc. Initial evaluation tested the device to applicable test specification. In addition, hi-pot testing for continuity was performed. Evaluation found the device acceptable, working properly; however, the device is also being returned to manufacturer, aesculap, ag. For add'l evaluation.